Event description:
It was reported that there was a cut in the tubing. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. Receive (1) single disposable pressure transducer - vamp plus kit. Tubing was completely broken from solvent bond joint with reservoir stopcock. Cross surfaces of broken tubing appeared uneven and rough. Initially, as per the reported event and following edwards standard procedure this event was determined not to be reportable; however, new information was provided when device was evaluated and the decision to report was determined. A device history record review was completed and documented that the device met all specifications upon distribution.